Event description:
It was reported that the pump and catheter were explanted on (B)(6) 2011. The patient was admitted to the hospital for a week; on the intensive care unit for four to six days and then discharged home. It was noted there was no injury. The patient recovered without sequelae. The pump was delivering morphine and clonidine.

Manufacturer narrative:
Concomitant medical products: catheter model# 8709sc lot# n301069001 implanted: (B)(6) 2011 explanted: unknown.

Event description:
It was reported there was an infection of the infusion system. Additional information has been requested but was not available at the time of this report.